Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. The device was returned to the third party service center for evaluation. During the evaluation at the third party service center, visible foam particles were observed. The device was scrapped. The service center concludes that the complaint was confirmed.